Event description:
This report summarizes 140 malfunction events in which the device reportedly overheated. - 127 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 13 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 140 previously reported events are included in this follow-up record. Product return status 2 devices were received. 138 devices were evaluated based on historical data analysis.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 140 previously reported events are included in this follow-up record. Product return status: 137 devices were evaluated based on historical data analysis. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 140 malfunction events in which the device reportedly overheated. 126 events had the problem identified during a non-clinical procedure; there was no patient involvement. 13 events had patient involvement: no patient impact. 1 event had insufficient information regarding health impact received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 140 events were reported for this quarter. Product return status 136 devices were evaluated based on historical data analysis. 4 device investigation types have not yet been determined. Additional information 140 devices were not labeled for single-use. 140 devices were not reprocessed or reused.

Event description:
This report summarizes 140 malfunction events in which the device reportedly overheated. - 126 events had no patient involvement: no patient impact. - 13 events had patient involvement: no patient impact. - 1 event had insufficient information received.